Event description:
Boston scientific received information about a journal article evaluating procedural outcomes of coronary sinus (cs) lead extraction. The study assessed 145 patients with a total of 147 left ventricular (lv) leads who underwent lv lead removal between (B)(6) 2000 and (B)(6) 2010. Leads from several different manufacturers were used, including boston scientific. A total of 273 lv leads were removed during the course of the study. Indication for extraction was local infection in 83 cases, sepsis in 35 cases, and lv lead malfunction in 29 cases. The specific details of the malfunction were not provided. In addition, the article did not report the specific manufacturer of the leads included in each category. All lv leads were removed except one. Complications were observed in five patients during lead removal. One patient had a cardiac tamponade that occurred after manual traction due to an lv lead malfunction. The patient was treated via pericardiocentesis. Another complication included ventricular fibrillation (vf) induction during lead placement. This patient was successfully treated by external defibrillation. The other three patients experienced transient hypotension requiring medical treatment. Once again, the article did not report the specific manufacturer information for the leads included in these incidents. No specific model or serial numbers were provided for the lv leads involved in this study. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information on the lv leads involved in this study are currently being made. Once any additional information becomes available, this report will be updated. (B)(4).